Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal was returned for product evaluation. The returned sample includes the arteriotomy locator and hemostasis sheath. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The locator is inserted into the sheath. There is a kink present at the blood inlet holes. The locator and sheath are not fully mated. The returned sample has a kink present on the assembled locator and hemostasis sheath. Therefore, the complaint can be confirmed for sheath and locator mechanical damage. The exact root cause cannot be determined. The likely cause is the kink occurred during handling. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. During the procedure, the physician used an angio-seal 6 french for vascular closure. After assembling the locator and insertion sheath, resistance was encountered halfway while advancing the device over the guidewire for positioning, and it could not be pushed further. Upon removing the angio-seal, a crease was observed near the blood inlet hole. The physician then used a new angio-seal 6 french to successfully complete hemostasis. No blood loss was reported. The procedure performed was a brain digital subtraction angiography (dsa).